Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to recognize an electrode belt. As received, the belt receptacle was pulled from the monitor case and damaged the j1001 connector on the computer / analog (ca) board and bending pins in the connector. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).